Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen at an unknown concentration and dosage via an implantable pump for intractable spasticity. On (B)(6) 2016, it was reported that the patient was brought to the hospital due to fever, agitation, confusion, and muscle rigidity. The hcp suspected a baclofen withdrawal and wanted to interrogate the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.